Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain at receiver and stimulator site and device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.